Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 1.0 cm from the hub underneath the strain relief. Conclusions: evaluation of the returned device revealed that the ace 64 was kinked underneath the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging. If the device was forcefully remove from the packaging hoop at an angle, damage such as this may occur. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a penumbra system ace 64 reperfusion catheter (ace 64) became kinked at the proximal hub while it was being removed from the packaging. The ace 64 became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 64.